Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1276508) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: customer's weight is (B)(6).

Event description:
An unknown caller, calling on behalf of a customer, reported customer's adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Caller further reported customer awoke at 11:00 am on (B)(6) 2012 with symptoms of a "dry mouth, dizziness and tingling sensation on (her) lips", but could not test due to the port issue and subsequently experienced a loss of consciousness. Customer reported self-treating with "glass of lucozade and a glass of ribena" and denied third-party medical intervention. There was no report of death or permanent impairment associated with this medical event.